Event description:
It was reported that the patient had surgery because something went wrong with their first device implant. The patient felt worse than after the initial implant and stated that it was "very painful". Follow-up with the clinic revealed that the right ventricular lead had moved from it's original position. The lead was stuck and attempts to reposition the lead were unsuccessful. The pace/sense portion of the lead was capped and the high voltage portion of the lead is still in use. A new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.